Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer stated she was still wetting the bed and her whole mattress and sheets were soaked. The patient was asking if she should get the implant removed. It was noted that she had to make that decision and could decide how to proceed after getting more information, especially since she needed an MRI and was only conditionally eligible for a head scan. The patient explained her same situation with her dissatisfaction, inconvenience and not getting therapy relief. The patient was emotionally distraught and stressed out by this and mentioned her daughter thought she should have it removed. Further information received from the consumer reported that the troubleshooting performed related to the lack of symptom control included changing programs one at a time until they went through every one available. The patient had met with their doctor who connected into the gadget and unlocked a few more programs. The patient noted that their second toe finally relaxed. The patient reported that they thought the wire might be faulty on the gadget and was going to order a new one but they never received it and when they saw the representative again they were told they didn¿t need it. The cause of the system not working and shocking was not determined and the patient stated she had been told it doesn¿t always work with every patient and some might get better results. The patient mentioned that it had not worked and never worked and that the shocking was stopped when the representative used his device and her toe when down. The patient¿s doctor had suggested she may want to try a new method of botox injections into the bladder area and apologized for the failure and unhappiness with her device.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's therapy had never worked for them from implant. The patient stated the past year had been nothing but suffering, as they woke up every day crying, was still leaking and had no control. The patient felt stimulation and wanted a manufacturer representative (rep) to help reprogram them at their healthcare provider (hcp) appointment (B)(6) 2016. The patient reported that a couple of months ago (2016) a rep was adjusting the program and the patient had felt painful and uncomfortable stimulation and shocking. Additional information from the patient on (B)(6) 2016 indicated that this did not work and had not worked. This was leading to stress and stress. She leaked and had no control. It was indicated that she had overactive bladder situation that was not being helped with medication any longer. She had surgery that she was led to believe was the only solution. She was not followed up or checked on but let to her own. Patient stated she had carpal tunnel surgery right hand and open heart bypass surgery with (plus) artificial heart valve. It was indicated that the system was not working, it had been on going. There was no control of leaking, no matter what she sat it on.

Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3889-28, lot # va0uwgd, implanted: (B)(6) 2015, product type lead.

Event description:
Additional information reported that they doctor could not help her because they have tried ¿this and that.¿ the doctor told her she should go get a 2nd opinion. On saturday night, she went out to eat and at the end of the meal she got up to go to the restroom and she did not make it. It passed through her protective garment and her black dress. She was embarrassed. The doctor told her something about a new thing called botox. After she had surgery, oxybutynin was not working so they told her to try this manufacturer company. The patient stated that she was led to believe that there were 4 programs and that hardly anyone ever has it explanted because it does not work. Patient stated that the rep told her this. The representative never called anyone back and finally when he did he told her it was the pp that was the issue and he would order a new one. It never came. Then the rep told her the hcp office had it. It had come the day before. The hcp's nurse called and told him to come to the office and he did. When he was checking her implant he jolted her. Her right toe was sticking out and had been for days and had happened before. She said to her it happened when he was trying to adjust her device. The jolt was painful and was like an electric shock. This event happened (B)(6) 2016. The previous time she went to see him as well. She said she already reported this. She has tried all 4 programs. She said that this last one she gave it about a week. She also said her stim was stuck on a number and it hurt and her toes stocked out again. Her daughter changed her to program 4. She said this was already reported as well. Patient then said the insertion of the lead was unsuccessful. She was in pain screaming and he could not get the lead in. She was bleeding and everything. She said she went to the hospital that same day and they had to do it under anesthesia. The patient was angry because her ins never helped her to relieve her symptom. The programmer was not the issue. She has been able to change programs and adjust stimulation. She said when he finally came he looked nervous and he did not bring her a new programmer. He checked hers and it was in working order according to him. He used his programmer to make adjustments and he jolted her with an electrical shock that gave her toe curl and that this had happened before as well.

Manufacturer narrative:
Product ID: 3889-28, lot# va0uwgd, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the consumer. The patient reported that their manufacturer representatives had known about their problems and had neglected them and did not call them. The patient stated that they were going to have an MRI, but instead had a CT scan. The patient noted that the implant had not worked for 22 months and rehashed some symptoms that had been reported previously. The patient inquired about any lawsuits or recalls related to the device. The patient reported that their device had been off since (B)(6) of 2016. The patient stated that they will be getting a nuclear and eco test the week after the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va0uwgd, implanted: (B)(6) 2015. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va0uwgd, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was put in danger by having the device left on when it was defective on (B)(6) 2017. They went through years of pain and suffering because of their issues. It was noted that they had proper impedance on (B)(6) 2015, (B)(6) 2016, and the device seemed to be functioning properly on (B)(6) 2016. On (B)(6) 2016, there was no acute bone or joint abnormality. There was degenerative narrowing of the l5-s1 disc space, but the neurostimulator wire was intact and there was no abnormality. The patient's physiologic response was what was expected; they just had ongoing urgency and incontinence episodes. They had a pelvic film to assess the device and leads and it looked fine on x-ray. I was noted that, on (B)(6) 2016, the patient had blood in their urine.